Event description:
Patient was interrogated to have high impedance and low output current. Xrays were taken and no lead fracture was visualized in the sections imaged. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Patient had a full revision performed. Per hospital policy, explanted devices were discarded. No additional relevant information has been received to date.